Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical advised to perform calibration of the touchscreen using the mouse as well as the native color test screen, but the touchscreen still is not responding. Vyaire medical advised testing the suspect device with another main electronics and checking the cable ends for any damage. If it works, replacement main electronics will be needed. No root cause has been determined.

Event description:
The customer reported problem with bellavista 1000 where touchscreen does not work. Customer already replaced the display housing and lcd screen, but the touchscreen still does not respond. Furthermore, there was no information regarding patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. The touch screen is not responding to touch but is able to control with the usb. Touch screen calibration could not be done without the mouse. Touch screen and display were swapped with a known good but the issue still persists. The root cause is most likely due to main board causing the issue.